Event description:
It was reported the customer was unable to prime their insulin pump after an infusion set change. The customer also reported receiving a no delivery alarm. Customer also stated there was resistance when attempting to push insulin with a push plunger. Customer was able to observe insulin exiting from the tubing after changing their reservoir. The customer was advised to administer a bolus delivery. Customer's bolus history showed the bolus was not delivered. However, another programmed bolus was recorded in the bolus history at the end of troubleshooting. Customer's blood glucose was 14.4 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.